Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that when the pt went shopping, just before going inside the store they recognized that just one light was illuminated on the system controller. The pt started to change his batteries and right before changing them the controller beeped a couple of times, indicating low voltage, and immediately went to a red heart alarm, and then the lvad stopped. The pt initiated hand pumping for 25-30 minutes and 911 was called. The pt then switched controllers and the pump restarted. It was also reported that the pt had performed a self-test on the controller earlier that morning and the controller had operated properly. The pt remains on lvad support.

Manufacturer narrative:
The pt went to the clinic the following week of the reported event and it was found that the pt had a battery clip that was not working properly. The battery clip was then replaced. The system controller and battery clip were returned to the MFR and are currently being analyzed. No further info is available at this time.